Event description:
Per the clinic, the patient experienced pinging-like sound with and without device use. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery.